Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow-up, power consumption was over 300%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended and is planned to be scheduled. This device remains in service. No adverse patient effects were reported. No additional information was able to be obtained regarding the device replacement procedure. The complaint device still remains in service based on available information; therefore, no product analysis could be performed. The complaint investigation conclusion code is cause not established.